Event description:
It was reported that the pump miscalculated boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. The customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Customer consumed glucose tablets to address bg.